Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and the test failed as there was zero voltage. Share log was unavailable for review as no data was found. The customer complaint of loss of connection was undetermined. The reported allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event or patient information is available.